Event description:
A hospital reported that a mr225 manual fill infant/pediatric humidification chamber cracked as a result of back pressure from the oscillator it was connected to. No pt consequence was reported.

Manufacturer narrative:
The device is currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available. A lot check revealed one other complaint of this nature for this lot number.